Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced a loss of therapeutic effect. The loss of therapy began shortly after a magnetic resonance imaging (MRI). The patient who has bi-polar disorder says, the symptoms began after the MRI, the husband claims the symptoms started before the MRI. The patient had an MRI on two different days. The MRI was performed due to symptoms/issues that were not related to the pump. There were potential issues with discs in the patient's back. A motor stall occurred on (B)(6) 2013 and recovered on (B)(6) 2013. A motor stall occurred on (B)(6) 2013 and recovered on (B)(6) 2013. The pump was interrogated for the first time on (B)(6) 2013 following the MRI on (B)(6) 2013. The stopped pump period may exceed tube set. The low reservoir alarm occurred. The reservoir volume was 5ml. A catheter revision was being performed. The pump was delivering morphine. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported the catheter came out of the space slightly. This was the cause of the loss in therapy.

Manufacturer narrative:
(B)(4).